Event description:
Caller reported air bubbles and gaps in the infusion set tubing of their insulin system, which were observed during pumping. The customer's blood glucose level was displayed as "high," though a specific value was unknown. In response, the customer administered a correction injection via multiple daily injections (mdi) and changed the infusion set and tubing before resuming insulin delivery.